Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using their cartridge for four days. Tandem customer technical support informed customer that is off-label per the user guide. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 372 mg/dl.